Event description:
Customer inquired about what happens to results for cpep and iri if edta or citrated plasma is used instead of serum "heparinized plasma." Customer also informed tosoh bioscience that only recently they had become aware that they were receiving edta/citrated plasma specimens from some of the doctors. For more than a year they did not notice that edta/citrated plasma was sent and they were testing and reporting results on the aia-1800.

Manufacturer narrative:
Customer inquired about what happens to results for cpep and iri if edta or citrated plasma is used instead of serum. Customer also informed tosoh bioscience that only recently they had become aware that they were receiving edta/citrated plasma specimens from some of the doctors. For more than a year they did not notice that edta/citrated plasma was sent and they were testing and reporting results on the aia-1800. Page 4 of both the st cpep and st iri instructions for use are attached for review. These pages contain the specimen collection and handling instructions which states, "serum or heparinized plasma is required for this assay. Edta and citrated plasmas should not be used." No pt injuries or any misdiagnosis have been reported to tosoh bioscience. (B)(4).